Event description:
It was reported that during an angioplasty procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified arterio-venous fistula of the right upper arm. A 9.0 x40, 75cm gladiator balloon catheter was selected and advanced to treat the target lesion. Device was inflated to 20 atm and noted that circumferential rupture had occurred. Some resistance was felt when removing the device however, it was noted that no parts of the balloon detached. The procedure was completed with a different device. No patient complications were noted and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: the device has been returned for analysis. A visual examination of the returned device found that a complete balloon circumferential tear had occurred at 1.85cm distal to the distal edge of the proximal markerband. A microscopic examination of the markerbands identified no issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an angioplasty procedure, balloon rupture occurred. The 90% stenosed target lesion was located in a non-calcified arterio-venous fistula of the right upper arm. A 9.0 x 40, 75 cm gladiator balloon catheter was selected and advanced to treat the target lesion. Device was inflated to 20 atm and noted that circumferential rupture had occurred. Some resistance was felt when removing the device however, it was noted that no parts of the balloon detached. The procedure was completed with a different device. No patient complications were noted and the patient's status is ok.

Manufacturer narrative:
(B)(4).